Manufacturer narrative:
The reported event was confirmed supplier related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted an unused silicone foley catheter was returned, opened with original packaging and blue sleeve. A small dark line was noted on the inside of the catheter. The black line was confirmed as a coating stain by moncks qe. This does not meet the specification "the catheter shall be natural or clear in color, except for the tip which is white." The catheter also had roundly shaped flash on the tip next to the drainage eye . A potential root cause for this failure could be ¿error of inspector¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the labeling review was not performed because labelling could not have prevented the reported failure. Correction: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a thin dark line around the circumference of the catheter inside. Per notification received from the investigator via email on 27aug2021 based on the sample evaluation a flash was found in the catheter tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a thin dark line around the circumference of the catheter inside. Per notification received from the investigator via email on (B)(6) 2021 based on the sample evaluation a flash was found in the catheter tip.